Event description:
It is reported that the 30mm drill bit fractured during a hip replacement. Unfortunately, the portion of the drill bit which fractured off could not be extracted from the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.